Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room due to an elevated blood glucose (bg) level of 600-700 mg/dl. Customer was treated with intravenous fluids. Reportedly, an occlusion alarm occurred. Customer did not respond to attempts to obtain additional information.

Manufacturer narrative:
Correction: operator of device. Added: outcomes to adverse event (required intervention).

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level of 600-700 mg/dl. Customer was treated with intravenous fluids. Reportedly, an occlusion alarm occurred. At the time of the report with tandem technical support the customer was still admitted to the hospital. Multiple attempts were made to follow up on the reported issue; however, a response was not received.